Event description:
The customer alleged that the vent went "inop" while on a patient. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The cse replaced the al board safety valve, and inspiratory pcb as precautionary measure. The unit passed extended self testing. There was no patient harm reported.